Manufacturer narrative:
Updated fields: h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned for evaluation; however, an olympus field service engineer (fse) was dispatched to the user facility. The fse confirmed the reported issue and replaced the grey channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the grey channel on the right side of the endoscope reprocessor was broken. The issue occurred during reprocessing. There were no reports of patient harm.